Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(6), implanted: (B)(6) 2017, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. The reason for call, was pt reported, that they had to have their implant replaced, due to infection. Pt said, that everything got infected. And they were all puffy. Pt thinks that this was the replacement that was done in (B)(6) 2018, but they were not positive. Pt mentioned, there was an electrode line inside that got infected, so they took that out and put another one in. Pss documenting past event that was reported by pt on the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: it was determined that the area all around the device was infected and emergency explant surgery was performed (B)(6)2017. Another implant was planned in 2-3 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in (B)(6) of 2017 the device was infected and replaced in (B)(6) of 2018. The patient is doing well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator was implanted last week (on (B)(6) 2017) for center and upper back. The stimulation was ¿cranked up to 10v¿ and they could barely feel it in their center back. The patient was concerned that there may be an issue with the device and stated that it sounded like a mechanical issue. It was reported that one was up closet to their neck and seemed to be working okay. It was noted that the patient had to intentionally keep that low because it was sensitive. It was reported that when the patient turned their neck they could feel stimulation in their left ear. It was confirmed that the patient tried a different program but would try again to see if they felt more stimulation. It was confirmed that there were only 2 settings on there for now. The consumer stated that they did not know if they could not feel stimulation because the surgery was only a week old and there was swelling. The patient wanted a manufacturer representative to meet at their health care provider (hcp) office prior to their appointment next week to check settings, take out stitches, and confirm healing. The reported issues started a ¿couple of days ago¿ and the patient had been adjusting it since it was put in ((B)(6) 2017). It was noted that since the patient¿s newest implant, the ins had been discharging faster than their previous ins. The patient had to charge the new ins 3 times since the surgery. It was noted that the consumer did not know if this was normal or not, but their other ins only had to charge about every 4 days. No further complications were reported. Additional information was received on (B)(6) 2017 from the consumer noting that the stimulation in the left ear was something that would go away as their swelling went down. The pulse rates of the patient¿s settings were adjusted and the issue resolved. It was reported that for the issue of charging often, the patient would monitor it and meet again on (B)(6) 2017 to estimate the drain of the battery by the settings. It was reported that their swelling was normal surgical swelling that antibiotics were taken for. No further complications were reported.